Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported event and isolate it to a faulty exhalation flow transducer. This failure is part of an internal investigation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit alarmed with a "xdcr fault." The error message on the events log reads "xdcr fault occurred (2, 0, 746). There was no patient involvement at the time of the alarm as the fault was found during testing.